Event description:
Biomed was preforming a routine qa test of defibrillator/pacer. Pacer was found to be non-functional. Unit was removed from service and is pending repair. The biomedical engineering department traced the problem to a defective keypad.